Event description:
Bed brought to shop with sign stating bed drifts down.

Manufacturer narrative:
Technician checked operation and drift occurs on bed down function. Technician removed drive assembly and cleaned and lubricated thrust bearing. Technician reassembled and installed drive to resolve.